Event description:
A paramedic stated that he tested a pt's blood glucose using a contour meter and received a reading of 133 mg/dl. He felt the reading was too high, so he retested using an elite basic meter. The elite read 36 mg/dl. The pt was treated with glucose and responded quickly, so the paramedic felt the elite meter was reading correctly. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged as a result of the difference in glucose readings. Control solution was sent for further troubleshooting of the test strips. No product will be returned for evaluation at this time.